Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the while they were preparing a 5fu cadd, they noticed a small black speck on what appeared to be the bag inside the cadd. The event occurred during set up at clinic.

Manufacturer narrative:
One sample was received for evaluation. The complaint of embedded debris in the cassette can be confirmed due to the observed embedded material however it was found to pass manufacturing visual inspection criteria. The most probable cause is burnt embedded material during the molding process in tijuana. Additionally, the embedded material is not in the fluid path and does not affect the functionality of the device. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.